Event description:
Boston scientific received information that this device displayed rapidly increasing charge times levels which may have resulted in early declaration of elective replacement indicator (eri) and premature battery depletion. Seven months ago, the device was noted to be in middle of life with normal charge time levels, however at a recent follow up high, out of range mid-life charge times were noted resulting in elective replacement indicator (eri). The device was later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.